Event description:
During a brostrom procedure. Prepared the talar aspect in typical fashion utilizing artelon guide wire, drill guide, & drill bit. The anchor was inserted in the talar tunnel and impacted per the technique. Attention was turned to the fibular preparation. The guide wire was placed, the drill guide and drill bit were utilized to create the tunnel for anchor placement. The anchor was inserted in the fibular tunnel and impacted per the technique. While removing the driver from the anchor with axial force, the body of the anchor dissociated from the swivel tip. The swivel tip was retrieved. A second solo kit was opened, and a new anchor was utilized. The case was completed without further incident and a successful brostrom with artelon kit was completed.

Manufacturer narrative:
¿This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided¿ this investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon. The conclusion of the investigation states: the sticking anchors are under investigation by the engineering department and a future design change to the interface is pending. Manufacturing has been made aware of the issue and has implemented additional inspection procedures and processes to identify the problem before leaving the manufacturing facility. The failure is immediately detectable and able to be corrected in the o.r. Without an extensive delay of surgery or patient harm.